Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner insulation was kinked/buckled, all insulators were breached depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was a tip seal observation.

Event description:
It was reported that, during an implant attempt, the right ventricular lead helix would not extend after the lead was repositioned multiple times. The insulation was punctured in order to perform a wire exchange. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.